Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a replace backup battery alarm after bending over. The patient had this alarm one month previously and only their emergency backup battery was changed out. A review of the log files confirmed the backup battery alarms. A plan was made to replace the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported backup battery fault alarm was confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis, log files were downloaded for review and log files were submitted for review as well. The submitted and downloaded event log files contained overlapping events spanning approximately 7 days ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022 per timestamp). Events on (B)(6) 2022 are from testing at abbott. Beginning on (B)(6) 2022 at 12:12:14 are backup battery fault alarms due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. This alarm did not clear on its own. There were no other notable events in the log file. Pump operation was not affected. The returned system controller was able to pass all stages of preliminary and functional testing with no atypical alarms activating. The controller was able to operate on a mock loop for an extended duration with no issues. The reported event was not reproduced. The root cause of the reported alarm was unable to be determined in this analysis. Heartmate iii instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use, rev. C, section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.